Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous mid right coronary artery (rca). The balloon ruptured at 12 atms. The number of inflations and to what pressures is unknown. The procedure was completed with another quantum maverick monorail balloon. There were no reported patient complications. Patient status is listed as "good".